Manufacturer narrative:
(B)(4).

Event description:
The pt was scheduled for a pump and catheter replacement because the pump was near eos (end of service) and there was a catheter problem seen. When the pump pocket was opened, the pump connector (40 degree) was not connected to the pump appropriately. The device system was used to deliver lioresal 2000 mcg/ml at 400 mcg/day in simple continuous mode. Additional info has been requested. A f/u report will be sent if additional info becomes available.